Manufacturer narrative:
The reported event of audible noise was not confirmed. The device was received at beginning of life (bol), with normal outputs and telemetry communication. Visual inspection of the device indicated normal device characteristics. Electrical and mechanical tests were performed, including output verification, and the patient notifier found no functional issues. The reported event could not be reproduced.

Event description:
It was reported that before handoff to the sterile field for implant, the device was interrogated and programmed. Once it was handed off, an auditory alarm was heard from the device. A new device was provided.